Event description:
It was reported that the user experienced both hypoglycemia and hyperglycemia while using the ilet, including a low in the 50s treated with approximately 15 grams of fast-acting carbohydrate and glucose tablets, and a high up to 365 mg/dl for about two hours following an infusion set change with a 23-inch, 6 mm cannula that was observed not bent; the user planned to disconnect from the ilet for approximately two to two and a half hours and use backup therapy to reduce glucose and later sought guidance on meal announcements. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient hyperglycemia and hypoglycemia managed at home without ketone testing, professional intervention, or hospitalization, and the user received education on meal announcements and preparedness for low treatments with assignment to additional training. Investigation included case intake, user interview, and troubleshooting education. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the glycemic excursions remained unclear with potential use-related factors such as timing of meal announcements and temporary disconnection considered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.